Manufacturer narrative:
Date of event on the initial report was entered incorrectly as (B)(6) 2016. The correct date is (B)(6) 2015. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Patient had uneventful ilasik surgery on (B)(6) 2015. One day post treatment patient saw eye care provider: right eye 20/20 and left eye 20/40-2 with 2 abrasions in left eye. Surgeon saw patient back on (B)(6) 2016 & noted central edema in left eye. Spoke with surgeon and he was going to keep patient on steroids four times a day and return to center on (B)(6) 2016. No surgical intervention required for the abrasions. The surgeon diagnosed her with central toxic keratopathy. Abrasion was healed at post op on (B)(6) 2016 but there was central haze, diffuse lamellar keratitis and started the patient on a oral steroids. On (B)(6) 2016 visual acuity sans corrected is 20/25 in right eye and 20/20 left eye. Rxm +0.25 -.75 x100 20/20-1 right eye and plano left eye 20/20. Patient is on taper dose of steroids. It was also reported that edema resolved.